Manufacturer narrative:
Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as each braid end of the pipeline flex braid were found to be collapsed. Possible factors for failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Continuous flush was administered during the procedure.

Manufacturer narrative:
A4. Patient weight updated - 65kg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient's blood vessel was moderately tortuous, and it was difficult to push the phenom microca theter forward due to distal resistance. After many adjustments and shaping, the stent microcatheter was finally in place. The distal segment of the pipeline stent was difficult to open at the distal m2. Pushing the stent, after many slow and patient operations, the stent still could not be opened. Less the 50% of the stent had been deployed, the stent was not positioned in a bend, and it was unknown how many resheathing attempts were performed. Finally, the stent and catheter were retrieved, and the devices were found to be damaged by the naked eyes. Replacement products were used to complete the procedure. Post-procedure angiographic results showed aneurysm intrasaccular contrast agent slowed down. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right clinoid segment with a max diameter of 6.2 mm and a 3.5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate.